Event description:
It was reported via (B)(4) that the patient received inappropriate therapy due to atrial flutter/fibrillation with a rapid ventricular rate. The device was nearing eri and was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inappropriate hv therapy was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.